Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the resolution 360 ultra clip was used to clip a lesion. The clip deployed but it would not release from the catheter. The nurse was told to open and close hand while juggling the catheter, reduced wheels, and then manually breaking the handle, and reducing tension released the clip. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release from catheter. Investigation results: the device was not returned; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a esophagogastroduodenoscopy (egd) procedure performed on january 9, 2026. It was reported that during the procedure, the resolution 360 ultra clip was used to clip a lesion. The clip deployed but it would not release from the catheter. The nurse was told to open and close hand while juggling the catheter, reduced wheels, and then manually breaking the handle, and reducing tension released the clip. The procedure was completed with the same device. There were no patient complications reported as a result of this event.